Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed a 2nd time because it was unclear if it was an infold or under expansion after the first deployment attempt. After the 2nd deployment attempt, it was clear that there was an infold so the valve was removed and a new valve was implanted. The patient was stable during both deployment attempts and recaptures.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-34}; product serial/lot number: {unknown}; product type: {0195 - heart valves}; implant date: {n/a}; explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to the patient's calcified anatomy. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed at a target implant depth of 3 millimeters (mm). During deployment it was identified that an infold had occurred. Subsequently, the valve was recaptured and removed from the patient. A new valve and dcs were then utilized to successfully complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.